Manufacturer narrative:
(B)(4). The customer was storing the device outside the acceptable temperature range, draining the battery.

Event description:
It has been reported that the device is prematurely draining batteries.